Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketones were present. Customer was vomiting. Correction boluses were delivered and manual insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was in diabetic ketoacidosis (dka); healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent damage and customer was discharged on (B)(6) 2019. Customer alleged pump was not delivering insulin properly. In addition, prior to a malfunction alarm, pump battery depleted and pump did not turn on. Customer reverted to using manual injection for insulin therapy.